Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported by a trial patient that around (B)(6) 2019, they tried to place the ens in the office by numbing the patient but the health care physician (hcp) couldn't find the right spot/the health care physician (hcp) couldn't put the wires in the right spot. As a result, they had to schedule the patient for surgery to get the trial started at the hospital on (B)(6) 2019. The patient stated they had to get approval from their primary care doctor to have this trial done at the hospital. There were no further complications reported.